Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 565785, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a replacement procedure due to localized pain and burning sensations at the implantable pulse generator (ipg) pocket site. Additionally, the lead was replaced due to inadequate stimulation, although the exact cause remains unknown, it is suspected that the placement of the lead may have contributed to the problem. The patient underwent an ipg and lead revision procedure wherein their ipg and lead were explanted. The ipg and lead were retained by the facility and will not be returned for analysis. No additional adverse patient effects were reported.